Event description:
The patient reported the surgeon implanted an (B)(4) silicone single piece lens in his right eye (od) on (B)(6) 2010. The patient has reported being cross-eyed, glare, double-vision, objects not as clear as left eye and a bit hazy. The iol remains implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Lens remains implanted. Evaluation: method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of this file indicates that the patient complains of being cross-eyed after the implantation of this lens on his right eye. Based on the information provided, the most probable root cause can be attributed to the patient's anatomy or a complication during surgery. The patient indicated that the recovery for this eye took longer than the other eye. Furthermore, the double vision is binocular and not monocular. If there was anything wrong with the lens itself or if the iol was dislocated/subluxated/tilted, there would be doubling of the patient's vision even if one eye was covered. The patient states that the right eye sees everything up, and the left eye sees everything down, indicating a condition known as vertical diplopia. If this condition was only noted after surgery, it may be due to a temporary muscle problem, which is common after a superior or inferior bridle is done to stabilize or control the movement of the eye during surgery. The iol in this case could not have caused nor contributed to the patient's cross-eye. (B)(4).